Event description:
It was reported a patient underwent an knee replacement procedure on and unknown date in 2024 and topical skin adhesive was used. The patient having reaction 1-4 weeks post op, required removal of adhesive and administered steroid, antibiotics & benedryl. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: per dr: they are general adhesive reactions. Feels that because prineo surface is big & stays on longer, the patient skin site reactions are more frequent, more expensive to treat & fix; generally, they have shown up in 3-4 weeks. And prineo takes forever to fall off. He has seen patients with extensive reactions that needed treatment w steroids, antibiotics, that he fears could cause a ¿huge joint disaster¿. He is going back to using nylon because he sees too many reactions to adhesives and too many problems. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Name of surgery? What was the procedure date? What date /day post op was the reaction noted? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Product code and/or lot of products used? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. Additional information has been requested and received. Did the event occur during one or multiple patient procedures? Multiple. What is the total number of procedures? Estimate 20 over 1 year time. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s): not reported. If this event occurred in multiple procedures, please provide the following information for each patient event: what is the procedure date? Muliple over 1 year; does not have records on hand, would need to pull from uc records. What date did the reaction occur on? Mulitple over 1 year; usually 1-3 weeks post operation. What does the reaction look like and how large of an area does the reaction cover? Looked like allergic reactions, consistent w contact dermatitis, over the exact area of prineo; some would get extension proximal & distal. Do you have any pictures of the reaction? Likely have some in the patient files, would need to followup with office to obtain, dr did not have during my call with him. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Medical: required removal of prineo (which is sometimes difficult); administered steroid/antibiotics & benedryl. If medication was required, please clarify if it was prescription strength. Yes, prescription strength. What is the most current patient status? Usually see improvement over time. Can you identify the product code and lot number of the product that was used? Possibly in charts, would need to get from hospital. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? N/a. Please provide the source or name and title of external person providing answers to follow-up: dr. (B)(6). No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.